Event description:
A malfunction alarm, specifically malfunction 1 with a fault ID of 1-0x200c, was reported for the customer's pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the malfunctioning pump, confirmed that the customer was using the most recent software, and provided a backup insulin pump to prevent any disruption in insulin delivery. The customer was instructed to program settings and connect their cgm to the new pump. Detailed instructions on returning the defective pump were given, and a replacement pump with updated software was sent to the customer.